Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported during an on-site visit, nurses have reported having channel disconnect errors and difficulty in detaching and attaching modules. It was further reported that the pump module release catch was stuck in open position due to an ingress of dirt. There was patient involvement but no harm. Although requested, further information was not provided.